Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received.

Event description:
It was reported that patient experienced discomfort at the ipg site. Reportedly, the ipg has shifted towards the rib cage. Surgery may occur later to address the issue.

Event description:
Additional information received indicate surgical intervention occurred wherein the ipg was explanted and replaced to address the issued.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.